Manufacturer narrative:
Device analysis: the returned product consisted of a watchman access system (was) with the dilator outside the sheath and blood in the device. Analysis of the device consisted of visual and microscopic inspection. Inspection of the hub, sheath and tip revealed a kink in the sheath 9.5cm distal of the strain relief. There was tip damage as the ptfe liner was delaminating from the inner shaft wall. There was no other damage or defect identified. Product analysis confirmed the reported event, as the sheath was kinked.

Event description:
Reportable based on analysis completed on 12jan2022. It was reported that the access sheath became kinked. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a watchman flx laa closure device & delivery system (wds) were used. While inserting the was into the patient the was became kinked. The physician replaced this with a new was and continued the procedure. The procedure was completed successfully and there were no patient complications that were reported to have occurred. However, returned device analysis revealed ptfe liner was delaminating from the inner shaft wall.